Manufacturer narrative:
The insulin pump was received with flashing white due to severe corrosion on all electronic assemblies. Corrosion on the force sensor assembly and moisture damage on the motor assembly. Unable to perform displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to flashing white lcd. Unable to verify critical pump error due to flashing white lcd. The insulin pump had scratched casing, minor scratches on the lcd window, pillowing keypad overlay and peeling end cap address label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed critical pump error. The insulin pump was exposed to moisture. Customer's blood glucose level was 8.4 mmol/l. Customer was advised to discontinue use of the device and revert to backup plan. The device was not returned.